Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# j12142r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp), the patient was receiving lioresal via their implanted in tracheal pump. The concentration of lioresal, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. A motor stall was reported. The patient heard their pump alarm and went to an infusion center for device interrogation. The critical pump alarm had sounded. The patient was experiencing withdrawal symptoms. The date of the event was (B)(6) 2015. The patient did not have an MRI performed. The cause of the event was unknown. The patient was admitted and was give oral baclofen. The pump was replaced the following afternoon on (B)(6) 2015. The patient was without injury regarding their status at the time of the report. The pump was to be returned to the manufacturer. The pump telemetry indicated that the pump had administered lioresal intrathecal (2000 mcg/ml) at a dose rate of 880.7 mcg/day in simple continuous mode. The pump had been examined on (B)(6) 2015, and last changed on (B)(6) 2015. A motor stall was noted to have occurred on (B)(6) 2015 at 20:28. The logs also say a recovery occurred (B)(6) 2015 at 13:57 with a motor stall also occurring (B)(6) 2015 at 12:29. The patient's medical history not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.